Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that their device is not helping which began a couple of months ago. The patient was told by their healthcare professional (hcp) that a manufacture representative (rep) would be at their appointment on (B)(6) 2018 so patient services sent an email to local reps to see if anyone would be there. No further complications were reported/are anticipated. Additional information was received from the patient. It was reported that it wasn't working as well as when it was first put in, even when turning it up. Patient reported they tried turning it up and it shocked them instead of changing their pain. Issue has not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.